Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system triggered a code 1005 which is related to a shock into an open circuit condition. Technical services (ts) analyzed device episode data and found that the shock was delivered inappropriately during a stored ventricular episode for conducted atrial fibrillation (af). The shock lead impedance of the right ventricular (rv) lead measured greater than 200 ohms at that time, which was high out of range. However, the shock impedance had been high out of range for several years according to impedance trend data. Ts recommended replacing the rv lead as well as the device since it was at less than one year from explant status, having been in service since 2016. No additional adverse patient effects were reported. Currently, this ICD system remains in service.